Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was not reviewed as no lot number was provided.

Event description:
It was reported that the drill bit broke inside the patient during a procedure. No patient injury or consequence was reported.

Manufacturer narrative:
An incomplete drill bit was returned missing its distal half. The device was broken where the flutes in the sides of the bit begin. No indication of metal fatigue or weakening in the form or rust or pitting was found to be present. The root cause for the damage is uncertain but likely linked to its use/misuse in the field.